Event description:
Patient presented to ed for vad interrogation and issue of new backup controller after changing controller at home for "controller fault" alarm. Autologs sent on previous primary controller. See below for report. Equipment taken out of service: controller, sn (B)(4) equipment issued: controller, sn (B)(4) ac adapter, sn (B)(4) reinforced education that patient should always call lvad team/911 if he thinks there may be something wrong with his controller. Advised patient that internal battery in controller was depleted, and controller should have been changed by lvad rn in a controlled environment. Patient voiced understanding. FDA safety report ID # (B)(4).